Event description:
It was reported 3 days following a coronary drug eluting stenting treatment procedure the pt experienced a sub acute thrombosis and died. The pt presented with a myocardial infarction. For treatment the pt had a total of four stents implanted. A taxus express2 2.75 x 32 mm drug eluting stent placed in the mid left anterior descending (lad) artery. In the right coronary artery (rca) two taxus express stents were placed, sizes 2.5 x 8 mm and 3.0 x 32 mm. A fourth taxus express2 stent (2.5 x 8) was placed in diagonal artery (dx). The pt was placed on a plavix regimen following the procedure; compliance with this medication is unk. The pt presented three days later at different facility with symptoms of a sub acute thrombosis including chest discomfort and inferior st elevations. The pt's health quickly deteriorated, the pt was in cardiogenic shock. In the emergency department the pt was found "profoundly hypotensive or pulseless." It was determined that three arteries were closed off due to thrombosis. An 8 fr intra aortic balloon pump (iabp) was placed in the left femoral artery. The pt was intubated, received high doses of multiple vasopressors, and taken to the cardiac catheterization lab (ccl). Angiography confirmed all three major vessels (lad, rca, and dx) were 100% occluded. Percutaneous coronary intervention (pci) was performed with abciximab and heparin anticoagulation. A maverick otw 3.0 x 15 mm balloon was used to dilate the diagonal occlusion; there was some residual dissection and timi 2 flow. The same balloon system was used to dilate the lad stents' occlusion. Through an ar2 guide, the right coronary total occlusion was dilated where extensive thrombus was found. Dilation of the rca stents was also performed. The three vessels were re-perfused within 30 minutes of arrival at the ccl. The coronary angiography impression reported the lad had a stent thrombosis and total occlusion in its proximal portion. The diagonal was occluded in its proximal portion and the rca was totally occluded with proximal stent thrombosis. "There was severe epicardial thrombosis and micro vascular obstruction in every coronary territory. The prognosis was very poor for survival." Medications given during the intervention included abciximab, calcium chloride, epinephrine, nicardipine, nitroglycerin, vasopressin, dopamine, visipaque, and sodium bicarbonate. The pt was then transferred to the critical care unit (ccu). The pt expired that day. There was no autopsy performed.